Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: prior to use on the pt, the package was opened and it was noticed that some part of the handle hinge was disengaged. Used another device for the procedure. No pt harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).